Event description:
The customer reported that the alarm will not sound and the display screen is showing different characters on the screen. The alarm was tested with new batteries, and there was no visible damage to the alarm. The customer did not specify when this was discovered. There was no patient incident or injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. (B)(4).